Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of 325 mg/dl on compact plus system 1, 113 mg/dl on compact plus system 2 within 10 minutes. Customer's hand was still wet from washing, mother thinks blood was diluted. During call another two tests were run comparing both compact plus meters. Compact plus system 1 result was 371 mg/dl and compact plus system 1 result was 375 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.